Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain all the time') and uterine perforation ('left essure coil observed inside cornua serosa; not inside fallopian tube.') In an adult female patient who had essure (batch no. 827924) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "didn't work for both size". The patient's medical history included vaginal discharge. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding"), vaginal infection ("vaginal infection "), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection ") and urinary tract infection ("uti") and was found to have a pregnancy with contraceptive device ("post - implant pregnancy"). The patient was treated with surgery (bilateral tubal ligation). At the time of the report, the pelvic pain, uterine perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage, vaginal infection, vaginal discharge, psychological trauma, bladder disorder, urinary tract disorder, cystitis and urinary tract infection outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The caesarean delivery occurred on (B)(6) 2016. The reporter considered bladder disorder, cystitis, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: as per mr insertion details: "right tubal ostia not visible. Unable to place coil in right tube x 2 separate attempts" as per mr removal details:"essure coil observed inside right fallopian tube. Left essure coil observed inside cornua serosa; not inside fallopian tube." Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: 1. Incomplete left fallopian tube occlusion, as before. 2. Complete occlusion of the right fallopian tube is assumed. Lot number: 827924, manufacturing date: 2011-02, expiration date: 2014-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain all the time') and uterine perforation ('left essure coil observed inside cornua serosa; not inside fallopian tube.') In an adult female patient who had essure (batch no. 827924) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "didn't work for both size". The patient's medical history included vaginal discharge. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding"), vaginal infection ("vaginal infection "), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection ") and urinary tract infection ("uti") and was found to have a pregnancy with contraceptive device ("post - implant pregnancy"). The patient was treated with surgery (bilateral tubal ligation). At the time of the report, the pelvic pain, uterine perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage, vaginal infection, vaginal discharge, psychological trauma, bladder disorder, urinary tract disorder, cystitis and urinary tract infection outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The caesarean delivery occurred on (B)(6) 2016. The reporter considered bladder disorder, cystitis, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: as per mr insertion details: "right tubal ostia not visible. Unable to place coil in right tube x 2 separate attempts" as per mr removal details:"essure coil observed inside right fallopian tube. Left essure coil observed inside cornua serosa; not inside fallopian tube." Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: incomplete left fallopian tube occlusion, as before. Complete occlusion of the right fallopian tube is assumed. Most recent follow-up information incorporated above includes: on 21-apr-2021: mr received : case become serious incident. Lot number, patient demographic, lab data, medical history, removal details and reporter added. Event pt pain updated to pelvic pain female. New event added- uterine perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.